Event description:
It was reported that the patient experienced a kinked cannula involving five infusion sets, last reported on (B)(6) 2026, as lying on the infusion set may have caused the site to kink; each set was in use for approximately one day, and symptoms were noticed about three hours after insertion.

Manufacturer narrative:
Initial 1 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.